Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 547 mg/dl with an unknown cause. Reportedly, the customer had recently changed the infusion set and thus believed the infusion set may have been the cause of elevated bg. However, system check was performed with tandem technical support and no issues were identified with the pump or supplies. Reportedly, the customer administered a correction bolus via pump to address bg level.